Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a ctvs procedure on (B)(6) 2017 and suture was used. Suture breakage occurred during the surgery. No adverse patient consequences were reported.

Manufacturer narrative:
Product complaint # pc-(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.